Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. An x-ray was taken, and it was found that this lead was not properly sutured to the fascia. This resulted in a revision procedure to reposition the lead, which remains implanted and in service. No additional adverse patient effects were reported.